Event description:
The doctor reported that when placing the implant at tooth site 46 the bottom part of the mount broke and the implant got stuck. Doctor's attempt to remove the bent and fractured part with the help of the removal tool also failed, this tool also bent. Implant was removed and a new one was placed.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient weight: unknown / not provided. Initial reporter email address: unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp, tsv, 3.7, 10, mtx, mg (tsvtb10) was returned for investigation. Visual evaluation of the as returned implant identified that there was an irt stuck within the implant and that the implant had signs of use and bone debris on the external threads. The tsvtb10 mount was fractured at the hex. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. Pre-existing condition noted on the per was high bone density (type I). The reported devices were located at tooth location 46 (unknown dental notation system) and used for approximately 1 day. DHR review was completed for the subject lot numbers. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: bent. However, for keyword fracture mount, complaint history review for similar events identified 1 other relevant complaint. Therefore, based on the available information, device malfunction did occur, and the reported event of fracture mount was confirmed.

Event description:
Upon review/inspection of returned product investigator found that the mount was fractured. The screw showed signs of use, but wasn¿t fractured.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative.